Manufacturer narrative:
Internal biomérieux investigation was conducted. This investigation was initiated due to (B)(6) strains not detected using vitek® 2 ast-p631 cards on vt2 v7.01 reported by lyon cnr (national reference center of staphylococcus). Fourteen (14) strains were submitted for investigation (internally named s1 to s14). This report is specifically related to strains s5 and s6, reported by the customer as a false negative cefoxitin screen (oxsf) result. Evaluation of the manufacturing batch records indicated the referenced product met final qc release criteria and passed initial qc performance testing. Quality systems trend review did not identify the reported discrepancy as a systemic quality issue. Investigational testing activities included: - check for the presence of meca / mecc gene using pcr method. - determination of expected cefoxitin result using disk diffusion method [the reference method used for the development of the oxsf test (oxsf01n formulary) in the ast-p631 card]. - determination of the cefoxitin mic (fox) using broth microdilution (bmd) method. - determination of the expected oxacillin (ox) mic using agar dilution [the reference method used for the development of ox formulary (ox101n) in the ast-p631 card]. - perform vitek 2 testing (ast-p631 card) vitek 2 systems software version 7.01 (current version in use at cnr on which the issue was reported) and vitek 2 systems software version 8.01 (to be deployed in france in 2018). Each strain was tested with nine (9) ast-p631 card lots. Results of investigational testing for strains s5 and s6 via reference methods are: - meca positive and mecc negative by pcr - cefoxitin resistant with disk diffusion method (diameter <= 21mm) - cefoxitin bmd result (resistant, mic =>8 mg/l) correlates with cefoxitin disk diffusion - oxacillin agar dilution (ad) result is mic = 0.5 mg/l (susceptible) for s5 and mic = 16 mg/l (resistant) for s6. Strains s5 and s6 are confirmed as mrsa by reference methods (meca positive and resistant by both cefoxitin disk diffusion and bmd). Results of vitek 2 ast-p631 testing (vitek 2 systems software version 7.01) are: - cefoxitin screen (oxsf) is negative. - ox mic = 0.5 mg/l or 1 mg/l (both susceptible) for s5, and mic < 1 mg/l (susceptible) for s6. - graph evaluation shows late growth in the oxsf well that explains the false negative result.. The customer results ((B)(6)) were reproduced for strains s5 and s6. Results of vitek 2 ast-p631 testing (vitek 2 systems software version 8.01) are: - cefoxitin screen (oxsf) is positive for s5 for 7/9 card lots tested and negative for the other two lots. A result of positive was given for s6 for all card lots tested. - ox mic = each strain s5 and s6 provided oxacillin susceptible results for 8/9 card lots tested (mics <=0.25 - 0.5 mg/l). A result of resistant (mic =>4) was obtained for the other lot for each strain. - ofloxacin (ofl) resistant genotypic study: each of the fourteen (14) patient strains was "typed" by cnr. A total of six (6) clones were identified within the fourteen (14 ) strains: - « lyon » cc8-mrsa-IV (this clone is associated with strain s5) - « new paediatric » cc5-(B)(6)-vi (this clone is associated with strain s6) - cc5-(B)(6)-IV - cc8-(B)(6)-v - cc8-(B)(6)-IV pvl+ USA 300 - cc8-(B)(6)-IV [acme+] danish clone following this investigation and to optimize (B)(6) strain detection, a field safety corrective action (fsca-3760) was issued on january 26, 2018 to provide an additional vitek 2 software bioart rule to complement the existing vitek 2 software bioart rule 34. The new bioart rule is triggered by: - an ox mic <= 0.25 and 0.5 mg/l - combined with a negative result for oxsf - and an ofl result of resistant. With both bioart rules activated, under prescribed conditions, the user will be alerted through a comment on the lab report, and the software stops the analysis requiring a review by the customer for the possible presence of a staphylococcus aureus strain that does not fully express its oxacillin resistance. In this case, the user is to confirm the resistance phenotype by an alternative method (e.g. Meca pcr, pbp2a). A performance study was conducted to confirm vitek 2 products used in the detection or (B)(6) remain within performance claims. - the root cause analysis of the non-detection of some (B)(6) isolates by vitek 2 concluded that the following items were ruled out: instrument / optics issue, user error, master formulary changes, manufacturing process changes, media, card lot issue, raw materials, base broth, pouches, shipping issues, shelf life, qc issue, vitek 2 software, densicheck, shift in performance. - two items were identified as contributing factors: strain characteristics (including heterogeneity) / local epidemiology, and the vitek 2 oxsf knowledge base (some strains are on the border between a positive and negative result). The performance study included approximately 280 contemporary staphylococcus aureus isolates, and provided objective evidence that performance for vitek 2 oxacillin (ox101n) / cefoxitin screen (oxsf01n) has not shifted from published performance, and acceptable performance was obtained with both vitek 2 software versions 7.01 and 8.01 oxsf knowledge bases. [It is acknowledged that the vitek 2 software version 8.01 oxsf knowledge base detected some oxsf-positive strains that vitek 2 software version 7.01 did not.] Therefore, although there are some isolates of (B)(6) not detected by vitek 2 oxacillin / cefoxitin screen, there is no evidence to suggest that performance is outside of established performance.

Manufacturer narrative:
An investigation was performed. No lab reports, data or strains have been submitted for evaluation of this reported discrepancy. Without submittal of the isolate, the vitek® discrepancy cannot be compared to the reference method and be confirmed. All vitek® 2 ast-p631 lots (7310346103, 7310395103, 7310311203, 7310283403 and 7310319203) all met final qc release criteria and passed initial qc performance testing.

Event description:
A request dated (B)(4) 2017, was received from the (B)(6) following an incident report they received from the (B)(6) for staphylococcus. The (B)(6) informed (B)(6) of the non-detection of the (B)(6) phenotype with vitek® 2 antimicrobial susceptibility tests for several strains. They stated that five (5) strains contained the (B)(6) gene, but were not detected as (B)(6) by vitek® 2 antimicrobial susceptibility tests, specifically ast-p631. The strains were well categorized with other methods (including the reference method). (B)(6) stated that this declaration is related to another similar incident ((B)(6), for lot 7310346103, in which (B)(6) required preliminary information and data on 28-sep-2017. The affected vitek® 2 ast-p631 lots are: lot 7310283403, lot 7310395103, lot 7310311203, lot 7310319203. No other information was received pertaining to the declaration.